Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a right common carotid artery stenting procedure, the pt became hypotensive and was treated with a neosynephrine drip. One day postprocedure, the neosynephrine drip was discontinued and the pt was started on midodrine. Three days post procedure, the pt was discharged to home with orders to continue the midodrine. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Hypotension is a known potential adverse effect associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.